Manufacturer narrative:
Medwatch# mw5187941. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Patient reported noticing, after losing weight, an area under the abdomen that is hard and shaped like the coolsculpting applicator. Patient later reported paradoxical adipose hyperplasia (pah), described as ¿a hard, immovable mass in the treated area that has not responded to any treatment, including semaglutide and exercise,¿ ¿noticed the area where the applicators were placed (bottom stomach flanks) became more prominent as time went on and as they started losing weight,¿ and ¿it¿s extremely hard and prominent,¿ 2 years post treatment following procedure performed in (B)(6) 2020. Patient reported via regulatory reporting agency voluntary sus medwatch mw5187941 "in 2020, the patient underwent coolsculpting treatment. Following the procedure, a hard, immovable mass developed in the treated abdominal area and did not respond to diet, exercise, or weight loss. The patient has been taking semaglutide for one year. The condition has caused significant emotional and physical distress and has not improved despite all efforts, including prescription weight-loss medication. The patient believes this may be paradoxical adipose hyperplasia (pha) as a direct result of the coolsculpting treatment".